Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. The device has been explanted.

Event description:
Health professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified a crease fold, wear abrasion, one opening linear on the posterior side and total delamination of the valve. A leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior side, a sharp broken on the valve and total delamination of the valve. Based on the device analysis the final assessment is smooth crease opening on the posterior side due to fold flaw opening and total delamination of the valve (adhesive failure), sharp broken on the valve due to an unidentified (tear) opening.